Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023, that when the surgeon entered to wash the medullary canal with the washing system of ria ii, after 2 minutes, the drill of l 11 broke, and we placed another drill of l 10.5 to continue washing. When the surgeon finished, the ria was removed, and the hose was observed to be wrinkled toward the top. The surgery was finished, but on x-rays, it was identified that a fragment of the drill remained outside the canal and the other two inside the medullary channel. This report is for one (1) reamer head f/ria 2 ø11. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product code: hrx. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. See attachment source file - reporte de calidad hospital mederi mayor colectivo 438712. The photo investigation revealed that the tang of reamer head f/ria 2 ø11 was found to be broken from the shaft. Embedded device condition cannot be confirmed since x-ray evidence was not provided. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø11 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to user and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Part:03.404.018s, lot:5704p81. Manufacturing site: werk selzach. Supplier:depuy synthes products, inc. Release to warehouse date:14 apr 2023. Expiration date: 01 apr 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.